Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and cracked case near display window corners noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was cracked. The customer¿s blood glucose was unknown. The device will be returned for the analysis.